Event description:
Treatment in the gastroduodenal artery (gda). On (B)(6)2014, the patient underwent embolization treatment. During the procedure, it was reported the implant coil was placed in the lesion and then repositioned. A loop of the coil was protruding out into the artery. The physician attempted to remove the coil by snare, but it cause the implant coil to stretch and it was not retrieved. The coil remains in within the gda. No further information was available.

Manufacturer narrative:
The lot history record review was not possible as the lot number was not reported. The device involved in the event will not be returned for analysis as it remains in the patient; therefore, the event cause could not be determined. (B)(4).

Manufacturer narrative:
A segment of the implant coil was returned for evaluation as the majority of the implant coil remained in the patient. The implant coil was found to be severely stretched with dried blood present. Per the customer report, the implant coil stretched during retrieval from the parent artery. All coils are 100% inspected for damages and irregularities during manufacture. (B)(4).